Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that all buttons got stuck and couple of times the unexpected error alarms popped up. Customer stated that insulin pump had random no insulin delivery alarms and the screen was cloudy making it harder to read the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked j2/lcd keypad connector during visual inspection noted. Device display properly. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.(B)(4).